Event description:
It was reported that the patient underwent a revision procedure due to the device not inflating from a hole in the tubing from the pump and the cylinders with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted, the reservoir was left implanted in the patient and a new ipp cylinder and pump was implanted.